Event description:
On (B)(6) 2025, it was reported that the day prior, a beta bionics ilet user experienced a shattered screen after the device was damaged while in the user¿s pocket. The device was nonfunctional following the incident, and a replacement ilet was issued. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.